Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer stated that the image would cut off for 2 seconds and come back despite using different scopes. Tac advised the customer to swap out the unit and use a new maj-1430 cable to resolve the issue. The customer stated that the "pig tail" was exchanged and they will monitor the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii video system center image would get cut off for 2 seconds or so and come right back on. This occurred with whichever scope was being used. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the intermittent loss of image could not be determined. Olympus will continue to monitor field performance for this device.